Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Knee flushed three times [joint irrigation]. Elevated blood count [blood count abnormal]. Case description: spontaneous reported was rec'd on (B)(6) 2011 from a physician via a company rep regarding a pt, with unk age, gender, and initials, with osteoarthritis. The pt's medical history was not provided. On an unspecified date, the pt initiated synvisc 2ml 1x/week. On an unspecified date, the pt experienced an elevated blood count, and the pt's knee was flushed three times. The indication for the flushing of the knee was not provided by the reporter. The number of synvisc injections administered was not provided, and the action taken with synvisc treatment was not provided. The pt's outcome for the events of elevated blood count and flushing of the knee was not reported. Concomitant medications were not provided. The intensity of the events of elevated blood count and flushing of the knee was not assessed. The relationship between synvisc and the events of elevated blood count and flushing of the knee was not provided by the reporting physician. Add'l info was rec'd on (B)(6) 2011 in the form of an investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.